Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Multiple infusion set site and infusion tubing changes were performed and the occlusion alarms continued. The customer's blood glucose level was 101mg/dl. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the infusion set site. Reportedly, a supply change was performed to address the occlusion alarm.